Event description:
The customer reported that there was no conductive adhesive on the electrosurgical plate, and therefore the device could not be used. There was no injury associated with this report - the device was not used.

Manufacturer narrative:
The device was to be used in a foreign country. After the investigation, the filing decision was made on june 15, 2009. The device was not used. End of report.